Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low tidal volume or low minute volume diagnostic code. It was unknown how the issue was found. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer was reporting that the air flow was not constant. During review of the event log, it was observed, that the device displayed a low tidal volume and low minute volume diagnostic code. The rse advised the customer to perform a full performance verification test (pvt) in order to diagnose any issue. The rse then recommended that after the pvt is performed, and the device is operating as expected, the biomedical engineer should speak with the respiratory therapy (rt) department about the issue being caused externally.

Manufacturer narrative:
It was noted in the record that there was no patient involvement when the issue occurred. The customer requested onsite service, as they are unfamiliar with the device. A quote was provided to the customer; however, the quote was rejected, and no further actions were performed by philips. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
During follow up with the customer, it was reported that there were no issues with the device, and the device was returned to the respiratory department. The customer reported that the issue was from user error. No further details were provided by the customer.